Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2026 that the patient was seen in clinic on (B)(6) 2026 after experiencing frequent low voltage alarms over the weekend on a new set of batteries (B)(6) and older batteries that seemed to be in good condition. The alarms were active when the patient had 50% to sometimes more than 50% power on the batteries and thought that the issue could be with their system controller. The patient initially explained that the controller face did not display the alarm or alarm prompt to call the hospital or to replace power but then admitted that it actually does and the alarms did show up on the alarm history when it was pulled up with the menu scroll button. The controller was not exchanged as the controller did display the alarms on screen. The log files were submitted for review. The event log file captured random low voltage advisory events throughout the log while using battery power. All of the advisory events occurred on the black power lead of the controller. It was later communicated that the ventricular assist device (vad) coordinator exchanged everything including the controller.